Event description:
It was reported that there was an issue with the air detector. There was no reported patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector was replaced and the device passed all testing.